Manufacturer narrative:
The customer properly loaded was containers a and b in the correct positions. The customer performed monthly maintenance.

Event description:
The customer contacted ocd to report that the wash solution containers a and b were switched. Testing was performed while the wash solution containers a and b were switched. No incorrect results were reported. (B)(4).